Event description:
It was reported that a beta bionics ilet user has been running above 180 mg/dl blood glucose (bg) since breakfast. The patient announced breakfast as usual, having breakfast and coffee with a little milk. A trainer reached out to the user yesterday advising they should announce their meals as usual, a soft reset, for the next week or so since the patient is out of humalog and switching to fiasp. The patient reported he switched out their supplies an hour ago and bg is starting to trend down. He also noted that all supplies looked good when they changed supplies and believe location may have been the issue. He will continue to monitor as needed and will call for any assistance. The highest bg during this event was 400 mg/dl for a couple hours. During this time patient felt like vomiting but did not require any outside assistance.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.